Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was missing label information. The following information was provided by the initial reporter: there is a label on the box, but it does not have the expiration date and lot number printed on it. On the syringes it does.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned. DHR was performed. All visual inspections were performed as per requirement. Blank labels (i.e. Missing batch and expiration information) were found at the packaging process. Adjustments were made and product requalified per applicable aql before production resumed. Based on the investigation performed, including manufacturing process and equipment evaluation, the labeler issue was likely not widespread but intermittent affecting one box during labeler failure. The number of boxes with blank labels is likely only a few in the entire batch. It is possible that one improperly labeled box among many correctly labeled boxes could escape detection during the palletization of the finished boxes. H3 other text : see h.10.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was missing label information. The following information was provided by the initial reporter: there is a label on the box, but it does not have the expiration date and lot number printed on it. On the syringes it does.